Event description:
The patient expired following a peripheral interventional procedure involving a 9f unistep plus 60/40/100 cm wallstent. The lesion being treated was located in the superior vena cava. The wallstent was deployed accurately. The physician postdilated the wallstent with an xxl balloon. Upon postdilatation, the patient experienced pain. The pt expired at the end of the procedure due to a ruptured tumor event. The patient death was not product related.

Event description:
It was further reported that the pt has a history of lung cancer. He has refused all treatment until he recently developed symptomatic hemoptysis and severe coughing as well as a bronchopleural fistula and intermittent superior vena cava syndrome. The proceudre performed was for palliative stent placement for superior vena cave (svs) stenosis recently diagnosed on a cta study. A pre-procedure vena cavagram was performed to confirm patency and to measure for correct stent size. The wallstent was centered within the target lesion and was subsequently interrogated fluoroscopically over the next severy minutes. The pt described no pain or pressure. Over the next several minutes. The patient described no pain or pressure. Over the next sveral minutes, however, the stent begn to migrate inferiorly, taking the path of least resistance, toward the right atrium. The decision was made to gently inflate an angioplasty balloon within the midsection of the stent to establish a tissue to stent mesh interface to prevent any further migration. A 16 x 2 cm balloon was positioned within the stent and very gently inflated. A very tight stenosis was identified at the site of the svc stenosis. The balloon was never inflated more than approximately 40-50% of its normal diameter within the actual stenosis itself. The lumen was improved from 3.5 mm to 6 mm in diameter. It was noted, however, that during the balloon inflation, further inferior migration of the stent had taken place, leaving the svc stenosis imcompletely covered. The pt had experienced some chest pressure, but no discomfort during balloon inflation. He had a single episode of coughing during the balloon inflation. The balloon was then removed. Due to the inferior migration of the stent, the decision was made to overlap it with a second stent. After the balloon was deflated, the patient developed another coughing episode; on the second or third cough he developed frnak hemoptysis. Over the next several minutes, the patient had massive hemoptysis. Ems was called. Despite continuous suction and placement of an oral airway, the patient's airway was compronmised with the blood flow and his oxygen saturation and blood pressure gradually decreased over the next several minutes. Intubation was not possible due to the level of blood flow and the patient's status deteriorated to one of pulseless electrical activity documented by ems. The patient had documentation of dnr status which was repsectifully observed.